Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The rep was s called to see a patient that was not on schedule. Patient had been complain of issues with his 97745 controller he said sometimes he will open it up and his number said at zero or different from where he normally keeps them. Impedance normal. He¿s still getting good pain relief. Rep did check his adaptive stem feature and adjusted that slightly. Rep had no reason as to why his controller would be changing milliamps. He also complained of recharging flipping from good to excellent and back to good and taking a while to recharge. His diary indicate on average just over an hour to recharge . He said he struggles to get it recharged all the way to 100 because usually at the 80% mark the paddle becomes incredibly hot. He did not have his paddle with him today for me to troubleshoot with it, but it sounds like there might be a fray in the cord causing this to overheat. Rep told him to reach out to patient services and see if he can get a new cord to troubleshoot this issue.

Manufacturer narrative:
Continuation of d10: product ID 97755, product type: 0213-recharger. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: pli 20 corrected to: product ID 97755-s. Corrected to move coding from pli 30 product ID 97745 lot# serial# unknown to pli 20. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.